Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Three clips were jammed in the distal end of the channel. The jammed clips were removed. The twenty six remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled and damage to the ratchet system was observed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the rachet component damage may occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in double indexing of the clips. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a varicose veins surgery, on the saphenous vein, the surgeon was unable to squeeze the handle, it was impossible to use the clip applier after the first clip. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, it was impossible to use the clip applier after the first clip. There was no patient injury.